Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving prialt (20mcg/ml, 2.014mcg/day), bupivacaine(.2517 mg/day, 2.5mg/ml) and morphine (2.5mg/ml, .2517 mg/day) via an implantable infusion pump for the treatment of non-malignant pain. It was reported that patient's wife found him unresponsive and he was brought to the emergency room. Details of injury was unknown. They would like to rule out any pump issues so they had the representative read the pump in the ccu. The hcp did not want to change the pump. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved and patient status was alive with injury at the time of the report.